Event description:
During service, damaged batteries were found by the baxter repair technician. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.